Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had 3 accidents the morning of the call and wanted to know what they should do. Syncing with the programmer showed the stimulation was on at 2.0v on program 3. The patient increased to 2.4v where they reported feeling comfortable stimulation around their lower pelvic area. No further complications were reported.